Event description:
Information received indicates the right head caster is swiveling when in brake.

Manufacturer narrative:
The technician found the hex rod retaining screw was broken and the rod was moving out of the caster, but not all the way which caused damage to the caster. The technician replaced the screw and caster to repair the stretcher.